Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. According to the patient, on (B)(6) 2025, the patient was sweating, feeling hot, hungry, and lightheaded. The patient went to the emergency room. Upon arrival a fingerstick was taken, the patient is unable to provide the exact readings but believes the fingerstick was around 44 mg/dl, while the cgm was 63 mg/dl "or something." The patient was able to confirm that it was a 20 mg/dl difference. The patient is unable to provide exact cgm values for the event, they mentioned the egv was jumpy and that they attempted to calibrate the cgm but this did not completely resolve the inaccurate readings. The patient was treated with IV fluids, insulin and calcium to treat high potassium. The patient was discharged the same day after their readings became stable. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.no data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.